Event description:
Reportedly, the number of invalid nights was very high in sleep apnea monitoring. An analysis is requested in order to know if the device is having a normal behavior.

Event description:
Reportedly, the number of invalid nights was very high in sleep apnea monitoring. An analysis is requested in order to know if the device is having a normal behavior.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.